Event description:
Subsequent to the previously filed report, additional information was received that the first 3.25x38 mm xience sierra stent was deployed through a guideliner over the s'port guide wire in the distal right coronary artery (rca). A second, same size xience sierra was intended to be placed in the mid rca, but the stent delivery system (sds) became stuck on the guide wire. The sds was unable to advance and was also unable to be removed from the guide wire. The guide wire and sds were removed together. There was no additional information provided.

Manufacturer narrative:
Internal file number : (B)(4). Unique device identifier (UDI): the UDI is unknown because the part number and lot number were not provided. The device was returned for analysis. The reported difficult to position and difficult to remove were unable to be confirmed. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. The noted scrapped teflon coating likely occurred due to interaction with the torque device being tight against the guidewire. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The 3.25x38 mm xience sierra stent delivery system referenced is being filed under a separate medwatch report.

Event description:
It was reported that the 3.25x38 mm xience sierra stent delivery system (sds) was advanced over a 300 cm s'port guide wire but the sds got stuck prior to exiting the guideliner. The sds was unable to be removed from the guide wire, so both were removed together. Another s'port wire was advanced to the lesion. There were no adverse patient effects and no clinically significant delay in the procedure. There was no additional information provided.